Event description:
Pt with frequent nosebleeds was treated for epistaxis with kaltostat rope wound dressing as nasal packing. Pt returned to the hospital after two (2) months in septic shock. It was noted that some of the kaltostat dressing, used as nasal packing, was still present in the nasal cavity. Pt subsequently died.